Event description:
New information was received that the rv lead had been exhibiting intermittent loss of capture.

Event description:
Boston scientific crm received information that the sales representative (sr) was given the pacemaker and right ventricular (rv) lead in a bag by a non-boston scientific sr. The exact reason for explant is unknown. However, the boston scientific sr did state that he was told the patient had been experiencing syncope approximately twice a week and the rv lead had rising impedance measurements. The exact duration of the syncopal episodes is unknown. No additional details are available.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a cut in the insulation at 13.2 cm from the terminal pin. The cut on the lead corresponded to a cut found on the suture sleeve, so it was insulation damage was believe to have been induced during the explant procedure. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.